Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the significance of lateral chest x-rays (cxr) before boston scientific's subcutaneous implantable cardioverter defibrillators (s-icds) implantation was evaluated on a clinical study involving a 56-year-old male patient (case 1) and a 50-year-old female patient (case 2). In case 1, postoperative cxr imaging showed a dislodgement of the implantable electrode along the sternum, and the image suggested a thicker subcutaneous fat layer anterior to the sternum. Reportedly, the abundance of subcutaneous fat around the sternum potentially increases the risk of lead dislodgement. In case 2, postoperative cxr imaging showed deformity of the sternum suggesting muscle injury caused by the sternum tunneling process, causing the patient persistent chest pain. However, the sternum tunneling was not performed correctly as it did not reach the suprasternal incision. In conclusion, both cases' complications could have been avoided by taking lateral cxr images before the s-ICD implantation.

Manufacturer narrative:
This report would be updated should further information be provided.

Event description:
It was reported that the significance of lateral chest x-rays (cxr) before boston scientific's subcutaneous implantable cardioverter defibrillators (s-icds) implantation was evaluated on a clinical study involving a 56-year-old male patient (case 1) and a 50-year-old female patient (case 2). In case 1, postoperative cxr imaging showed a dislodgement of the implantable electrode along the sternum, and the image suggested a thicker subcutaneous fat layer anterior to the sternum. Reportedly, the abundance of subcutaneous fat around the sternum potentially increases the risk of lead dislodgement. In case 2, postoperative cxr imaging showed deformity of the sternum suggesting muscle injury caused by the sternum tunneling process, causing the patient persistent chest pain. However, the sternum tunneling was not performed correctly as it did not reach the suprasternal incision. In conclusion, both cases' complications could have been avoided by taking lateral cxr images before the s-ICD implantation.